Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen that impaired the vision of screen and the buttons were harder to press. The customer¿s blood glucose level was unknown. Customer also reported that the motor made louder noise. Customer declined to troubleshoot with technical support. The device will not be returned for analysis.